Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower biometric identifier required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) dialled into the station and logged in under the cfnadmin account. The tss referenced knowledge article (ka) bioid lumidigm update package 1.3 release for es-failure recovery fix to reinstall the bio ID driver, upgrading the lumidigm device service from version 9.6.41389 to version 9.6.41540. After the installation, the station was rebooted, and the services were verified to be running successfully. After that the field service engineer (fse) confirmed with the customer that the customer support center (csc) dialed in and fixed it remotely. The system functioned as intended after the technical support specialist troubleshot the device.